Event description:
An implant card was received to the manufacturer that the vns patient had surgery where both the lead and generator were replaced. Further follow up with the treating physician revealed that high lead impedance was noted at a routine follow up visit preoperatively. Additionally, it was reported that the patient had a recent increase in seizure activity, which was believed to be due to generator nearing end of service. No other adverse events were reported and ther is no believed cause for the high lead impedance. The patient was subsequently referred for generator replacement surgery. Further follow up with the surgeon revealed that intraoperatively, the old generator was explanted and a new one was connected to the existing lead. An intraoperative system diagnostic test was performed and big lead impedance resulted, revealing that the lead was problematic. The lead was subsequently explanted and a new lead was implanted. There were no obvious lead discontinuities or anomalies observed intraoperatively. X-rays were taken preoperatively following the initial high lead impedance result, but it has not been communicated what was observed on the x-rays. Attempts to obtain the x-rays for review are underway. Follow up with the explanting facility revealed that the explanted products were discarded and, therefore, will not be returned to manufacturer for analysis.

Manufacturer narrative:
Device failure suspected, but did not cause or contribute to death or serious injury.